Event description:
Article title:electrophysiologic characterization of local abnormal ventricular activities in post infarction ventricular tachycardia with respect to their anatomic location. Per a report in the journal of heart rhythm. 2013 nov;10(11):1630-7, a single-center prospective study was conducted on 31 patients, by komatsu y. Of the hôpital cardiologique du haut-lévêque, bordeaux-pessac, france et al., to characterize lava in post infarction patients with respect to their anatomic locations. Median follow-up time: 11 months. From the report there was 1 serious adverse event: cardiac tamponade occurred during one procedure. Per the article, there were no other non-serious ae¿s. There are no death events or device malfunctions reported in the publication. Model and catalog number are not available, but the suspected device is the navistar thermocool. Concomitant products: pentaray catheter, carto mapping system.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: 1.pentaray catheter model #: unknown lot #: unknown 2.carto mapping system model #: unknown serial #: unknown manufacturer's ref. (B)(4).